Event description:
The patient reported that approximately one week post a device changeout procedure, the lead had to be "shifted with another surgery." The physician's office was contacted and the right atrial lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtbb1d4 ICD implanted: 2013. (B)(4).